Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing (reference b6) and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause of the positive culture could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Foreign material was not confirmed at device inspection. There was no foreign material found on the device. The description and the photo in the device evaluation refer to a problem with the metal part of the suction cylinder. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for klebsiella pneumoniae. All channels were sampled. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. During pre-cleaning, the customer uses enzimatico detergent, suctions water out of the channels and flushes out the air/water channel, and auxiliary washing channel. During manual cleaning, the customer uses enzimatico detergent and olympus brush to brush the operating channel, the suction pistons/cylinders, the operating channel port, and the distal end/area around the forceps elevator. For automated endoscope reprocessor (aer) treatment, cantel medivators washer was used. The scope was stored in an olympus drying cabinet and olympus is the customer¿s maintenance company. The scope was not sterilized. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Additional information received that during inspection and testing of the returned device, foreign material was found clogged in the scope suction cylinder due to incorrect reprocessing.

Manufacturer narrative:
This report has been submitted to provide additional information found during device evaluation . The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, charged coupled device lens scratched, distal cover isolation less than threshold, insertion tube rubber boot glue detached, insertion tube curved section deformed, insertion tube/passive bending section folds, push button no. 1 perforated, light guide tube folds, connector body damaged, electronic connector damaged and suction flow from the biopsy channel obstruction. The faulty parts will be replaced, and the device will be returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.